Event description:
It was reported that an episode of fast ventricular tachycardia occurred and the implantable cardiac monitor exhibited oversensing. No changes were able to be made to the sensing value due to small r waves. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.